Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the patient's death. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(4) 2011 and no system malfunction was found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci procedure, the patient passed away on (B)(6) 2011.

Event description:
As part of a legal dispute, intuitive surgical inc.(isi) received information regarding a patient who underwent a da vinci prostatectomy procedure on (B)(6) 2011 and subsequently expired on (B)(6) 2011. Intuitive surgical was not provided with the operative report. No supplemental information was provided. According to the mediation cover sheet, on (B)(6) 2011, the patient had a prostatectomy procedure. The patient's abdomen became distended; CT revealed urine pooling in abdomen; ER surgery to repair torn bladder; passed away after complications from subsequent surgery on (B)(6) 2011.